Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown. A surgical lead revision was going to be performed on (B)(6) 2013. It was stated that the patient did not require hospitalization. It was stated that the patient had a lead revision done on (B)(6) 2013. One of the leads had moved. It was reported that the patient was getting "decent stimulation pattern post operation".

Manufacturer narrative:
Product ID: 3777-45 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 3777-45 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was sent to a neurologist. It was stated that the reporter thought that "any revision had been put on hold". Additional information received 4 days later reported that a lead revision was scheduled for (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's lead had "slipped down" and the patient experienced stimulation in the wrong location. The migration was confirmed by x-rays. It was stated that action was required, but not yet planned. The physician was going to contact another physician to decide what to do on (B)(6) 2013. It was reported that the patient was alive with no injury or adverse event.